Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04-mar-2020.

Event description:
The customer reported that the battery was not charging. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 11may2020, b4: 12may2020. Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. A supplemental report will be submitted once new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.